Event description:
It was reported that the right atrial lead exhibited low impedance via a merlin.net transmission. No intervention was reported. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.